Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The pa was using the device as normal and doing the branch ligation. Around the time they started to do the bottom half of the leg they noticed it started to take a long time to cut and seal the branches. It was taking about 10 seconds. They started taking out the device to check and clean the jaws on multiple occasions, but it didn't help. They then started to recheck and all connections and power supply settings. Nothing improved to the performance. They finished the case with this issue. They are reporting that the device was not working properly due to the significant delayed time to cut and seal the branch. No harm to the patient or additional follow up required.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The lot # 3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.